Event description:
The patient reported that the ok button had a delayed response or will keep scrolling. The patient reportedly wore the pump in a case on his belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/23/2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and the ok button contact was misaligned.